Event description:
It was reported after a pph procedure on the third day the patient came back to the hospital with lower abdominal pain. When a scan was done blood was identified in connection with the operation area. Patient underwent reoperation. There is no additional information available about the event.